Event description:
On 04/04/2025, it was reported by a sales representative via (B)(6) that an ar-9678 angled reamer, orientation handle and an ar-9597-10 angled reamer sleeve, 10° were not working properly, and they had to ream the glenoid by hand. No adverse effects on the patient were reported. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -one unpackaged ar-9678 was received for investigation. -visual evaluation noted damage on the handle had rust spots. -functional testing was performed and the device got stuck with the matting part. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2021. -complaint allegation is confirmed.